Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that failure to halt ablation occurred. During a de-novo pulmonary vein isolation (pvi) procedure the maestro foot switch was not turning off. No patient complications were reported. It was further reported that the procedure was unaffected and was completed with a backup foot switch.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that failure to halt ablation occurred. During a de-novo pulmonary vein isolation (pvi) procedure the maestro foot switch was not turning off. No patient complications were reported.